Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that at follow up, a lead dislodgement was observed. The lead was explanted and replaced.